Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 400 mg/dl. The customer changed the cartridge and infusion set and has not received another occlusion alarm. The customer's blood glucose level stabilized. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be determined.